Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had broken reservoir tube lip.

Event description:
Customer reported via phone call that there was chips on reservoir compartment. Customer¿s blood glucose was unknown at the time of incident. The reservoir is able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.